Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report no delivery alarms. The customer then reported that she was hospitalized due to low blood glucose levels, with a reading of 35 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer did not have time to continue troubleshooting. Nothing further was reported.